Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 10/18/2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and an adverse event. The patient reported that they passed out during the evening and the patient's husband had to administer glucagon. Patient stated that she was not hearing the low alarms from the receiver and after resetting it multiple times the alarms revert to vibration only after a day or two. At the time of contact, the patient was stable. Additional event or patient information is not available. The receiver was returned for investigation. Exterior visual inspection was performed and the device was determined to be in good condition. The receiver data log was reviewed and no errors related to the complaint were found. Global receiver functional testing resulted in no failures related to the reported issue. The device also passed the drop test for intermittency and measurements for speaker resistance. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.